Event description:
It was reported that the patient went to the emergency room and was found to have a bleed in the epidural space. As a result, surgical intervention was undertaken wherein the system was removed and the patient had a laminectomy to relieve pressure. Follow up indicates the bleed resolved. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10874019. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10874019. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.